Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Performance data collected from the device was also received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted elective replacement indicator (eri) status had been set, but date of eri was not available since device had a power on reset (por) on (B)(6) 2016, post explant. The analyst commented it was unclear if eri occurred pre or post device explant. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient experienced syncope, along with a slow heart rhythm, and it was noted the cardiac resynchronization therapy pacemaker (crt-p) was no longer pacing. The crt-p was unable to be interrogated and was explanted and replaced. No further patient complications have been reported as a result of this event.